Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter responded to an anonymous survey for calibration indicating that the patch had come off in the shower. The reporter indicated using a backup treatment plan until a new patch could be applied. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.